Manufacturer narrative:
(B) (4). This report is being submitted late due to a delay by a manufacturer employee. Training is in place.

Event description:
The implantable neurostimulators were turned off the day before an unrelated surgery (femoral neck fracture). After surgery, the right stimulator was turned on. The left stimulator did not turn on, it was also reported that no telemetry was available for the device. The patient was monitored during the hospital stay. No replacement was planned at the time of the report.